Event description:
It was reported that the patient experienced syncope at home five days post implant. Emergency personnel initiated external shocks and resuscitation efforts. The patient later expired at the hospital.